Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a therapeutic endoscopic injection sclerotherapy procedure, the injector and sheathset was not able to deliver the chemical liquid to the liquid supply port. The procedure was completed using another device. There were no reports of patient harm.